Manufacturer narrative:
On 06/02/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/03/2016 , a medtronic representative confirmed patient archives had been erased at the site and were no available to be returned to manufacturer for software analysis. On 06/14/2016, a medtronic representative, following-up at the site, reported the navigation was inaccurate because the site did not have a good/proper computed tomography (CT) scan. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. The site had failed tracer registration twice before a successful registration was accepted. The surgeon opted to continue, however, part-way through the procedure, the surgeon deemed being 1 centimeter inaccurate. Re-registering the patient with tracer and pointmerge was attempted, however, unsuccessful. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was that the site used a poor computed tomography (CT) scan for navigation. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.